Event description:
It was reported that the unit displayed a discolored picture.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was received and the reported failure mode was confirmed. The following repair diagnostic codes were identified: (1) deformed rear enclosure; (2) scratched or damaged window; (3) intermittent cable; probable root cause: transition board; main board; digital board; in sum, the product was received and the reported failure mode was confirmed.

Event description:
It was reported that the unit displayed a discolored picture.